Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed, there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to an obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. D9: corrected device available for evaluation from "ni" to "no". H6: medical device problem code 2610 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated as (B)(6) 2025. Medsun report attached.

Event description:
User facility medwatch report# 5000510000-2025-8078 received stating " device didn't stop blood from outflow and failed to deploy suture/prevent bleeding. A different device was used to complete the procedure." No additional information was provided at this time.